Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. For prevention of occurrence, it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an oes bronchofiberscope having leaking air/water due to hole holes in the curved rubber. Upon inspection and testing of the returned device, the coating of the device image guide serpentine was found peeling off (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, bending angle insufficient due to the elongation of the angle wire, curved tube crushed, spots are noted on the image guide bundle, flexible tube of the insertion section crushed, coating of the insertion tube has been peeled off due to external factors. (1mm2 or more), curved rubber adhesive missing, scratches found on the operation part, scratches found on the eyepiece, scratches on the operation unit cover, scratches found on the grip, scratches on the angle lever, scratches found on the up/down plate, scratches found on the universal cord, scratches found on the light guide connector, and label on the light guide connector peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.